Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The device loaded and fired normally and staple line was completely intact. However, when the surgeon pushed the buttons to straighten and open, the device straightened but the reload barely opened while being used in transection of the stomach. It would not fully open like it should have. The jaws of the device lock on tissue and the surgeon had to "pull" the stapler and was able to "peel" the reload off the staple line. There was difficulty unloading the reload since the jaws would not fully open. Another reload was loaded onto the xl adapter <(>&<)> it fired like it normally does without any further issues. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload was fully fired. The jaws of the reload were clamped and the knife bar assembly was advanced to the clamp up position. The jaws of the reload were manually opened. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.